Manufacturer narrative:
It was reported that the tubing was only half threaded through the roller clamp. One sample model 2420-0500, lot 24013252 was returned for investigation. The set was examined for defects and abnormalities. The tubing was only half threaded through the roller clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is the part was not inserted correctly. A notification was sent to the manufacturing personnel involved.

Event description:
No additional info.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2420-0500 lot # 24013252. It was reported by customer that the IV tubing was only half threaded through the roller clamp. Verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): incident details: the IV tubing was only half threaded through the roller clamp. Impact of incident: got a new tubing. Who was affected? No person affected unexpected or prolonged care? No. Device information device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml manufacturer: carefusion manufacturer code/model: 2420-0500 serial or lot number: (B)(6) supplier: (B)(4) supplier catalogue number: al2420-0500 is device retained: yes number of devices: 1 wipe, contained, labeled? Device was clean/not used.